Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the unknown drill bit (p/n: unk & lot # unk) was received at us cq with the drill bit broken & struck inside the drill guide. This agrees with the reported complaint condition of unable to dis assemble both the devices, thus confirming the complaint. Functional test: a functional test could not be performed due to the disengagement of the devices returned. Dimensional inspection: due to the disengagement of the drill bit and the drill guide dimensional analysis could not be performed. Document/ specification review: n/a. Device failure/ defect identified? Yes. Investigation conclusion: the complaint condition was confirmed for the unknown drill bit (p/n: unk & lot # unk). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown drill bit/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure while the surgeon was drilling through the drill guide and dropped his hand to create an undesirable angle, the unknown drill bit broke off and was cold-welded in the drill guide. However, the drill guide was removed and the unknown drill bit was cold-welded in the drill guide. The screwdriver blade with holding sleeve was also damaged during the surgery. The star end of the shaft was twisted. The surgeon must have over torqued it. There was no surgical delay. Another unknown drill guide was used to complete the procedure successfully. There is no known patient consequence. This complaint involves three (3) devices. This report is for one (1) unk - drill bits: trauma. This is report 3 of 3 for (B)(4).